Manufacturer narrative:
Analysis of the device was a device failure (as per the device analysis report attached). This report is submitted on june 23, 2021.

Manufacturer narrative:
This report is submitted on may 11, 2021.

Event description:
Per the clinic, the patient experienced headaches, drop in sound levels and loose magnet retention with the device. Troubleshooting and hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.